Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was in a bilateral stage 1 from (B)(6) 2015. The patient had improvement with both leads when tested, but saw better improvement with the right side. The patient underwent stage 2 with the right lead attached to the implantable neurostimulator (ins) on (B)(4) 2015. During an intraoperative impedance check with the right lead attached to the ins, out of range high impedances were noted on all configurations, except case and 2. The troubleshooting performed was that the lead was disconnected from the ins, was wiped off, and was reinserted. Lights were removed from the field. The pulse width and amplitude were increased to 2.0v and 240. The health care provider (hcp) had trouble getting the lead to go all the way into the ins and still the impedances were out of range. The ins was hooked to the left lead to compare and there was no issue with insertion of the left lead and the impedances were within normal limits. They disconnected the left lead and tried the right lead again and were unable to get the impedances cleared. The ins was connected to the left lead instead and the pocket was closed. Both leads remained in the patient. The right lead was coiled under the ins. It was unknown if the issue was resolved and the patient was alive with no injury. The cause of high impedances was never determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.